Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-11382 it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead and right ventricle lead exhibited noise. No intervention was performed. There were no patient consequences reported. The patient would be further monitored.